Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2014 with the following findings: the pump powers with returned cap. Battery cap is able to fully tighten. The battery compartment intact. The black box shows eaw 054 errors immediately following a eaw 128 replace battery alarm on (B)(6) 2014. Power on reset events were observed in reference with clearing 054 errors. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Removed pump case and there was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.